Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced frequent glucose excursions with blood glucose value as low as 49 mg/dl and as high as 401 mg/dl while using the ilet with a g7 continuous glucose monitor (cgm), characterized by use of meal announcements as corrective dosing, frequent pump pauses, lack of timely responses to dosing stopped alerts, and not announcing actual meals, which led to rapid insulin use and fluctuating blood glucose. The device involved included the user interface and there was no device malfunction identified, with the issue attributed to improper or incorrect use. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia, with reported thirst during highs and asymptomatic lows. Outcomes included an unexpected need for medication intervention and delays to appropriate therapy. Investigation included interviews and analysis of information provided by the user¿s caregiver. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions and user-interface interactions that contributed to unintended use error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.